Event description:
It was reported that the user received an alert indicating a device restart malfunction, and after restarting, the pump screen became unresponsive; a photo of the alarm was provided and a replacement device was arranged. Symptoms included no reported adverse health effects. Outcomes included interruption of insulin delivery requiring device replacement. Investigation included review of device logs and user-provided evidence. Investigation of this case revealed repeated host resets consistent with excessive device restarts leading to a malfunction of the user interface, indicative of a potential electronics or firmware issue. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or software malfunction of the pump leading to a restart loop. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.